Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psychological injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Explant date added. Events-general abnormal bleeding, abdominal pain, psychological injury and bladder/urinary problems: vaginal infection were added. Event outcome updated for: physical pain/pelvic pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from (B)(6) 2011, ibuprofen and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological injury, psychological or psychiatric problems: depression") and anxiety ("psychological injury, psychological or psychiatric problems: mental anguish/anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with desogestrel;ethinylestradiol (kariva) and surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buprenorphine hydrochloride; naloxone hydrochloride (suboxone) from (B)(6) 2011 to (B)(6) 2011, ibuprofen and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological injury, psychological or psychiatric problems: depression") and anxiety ("psychological injury, psychological or psychiatric problems: mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with desogestrel; ethinylestradiol (kariva) and surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: patient demographics, event psychological injury updated to depression & mental anguish , new events abnormal bleeding (vaginal, menorrhagia) added. Outcome for the events abnormal bleeding (vaginal, menorrhagia) updated to recovered / resolved. Concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from (B)(6) 2011, to (B)(6) 2011, ibuprofen and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), depression ("psychological injury, psychological or psychiatric problems: depression") and anxiety ("psychological injury, psychological or psychiatric problems: mental anguish/anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with desogestrel;ethinylestradiol (kariva) and surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - in (B)(6) of 2011: essure device was successfully occluded. Total. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: plaintiff fact sheet received. Events "depression and anxiety¿ outcome was updated to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.